Manufacturer narrative:
If implanted; give date: not applicable, the lens was not implanted. If explanted; give date: not applicable, the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the nose of the cartridge injector of pcb00 intraocular lens (iol) cracked while inserting it in the patient's right eye (od) and while the lens was travelling through the distal tip. The original lens was retracted into the cartridge and removed. Per follow-up, there was no suture, no incision enlargement and no vitrectomy performed. Iol was replaced with same model lens. It was noted that patient is recovering normally at the time of discharged. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.